Event description:
Upon interrogation message : change circuit time out has occurred because a charged period has exceeded 30 second. Please inform a medtronic rep. 3 months ago battery check 5.2v - 4.49 in 3 months.